Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the numbers on the screen are not coming up. The customer states they noticed the issue while in (B)(6), and were hospitalized due to high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot and states they will be meeting up with their trainer to discuss pump issues. No further information provided.